Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device was plugged in and it gets hot to touch. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.